Manufacturer narrative:
A sample device was not returned for analysis. There was no identifying information provided by the reporter; therefore, the product history or lot history could not be reviewed. An unapproved viscoelastic product was reported to have been used with the device. The surgeon declined to provide additional information. (B)(4).

Event description:
An ophthalmic surgeon reported that a distal haptic of an intraocular lens (iol) became "twisted" and pierced the posterior capsule when the surgeon attempted to straighten it with a micromanipulator. The lens was removed in the same procedure. Current phakic status of the patient is unknown. Product details are not available. The surgeon reported the use of an unapproved viscoelastic device used during the lens insertion. No further information is expected.